Event description:
Our distributor in clearwater, fl reported that the pivot plate of iw934jeu cosycot infant warmer was deformed. No pt consequence was reported.

Manufacturer narrative:
Replace the pivot plate of the infant warmer. Method: an eval has been conducted based on the event descriptions and results of previous investigations on similar complaints. Results: deformed pivot plate of the cosycot infant warmer, due to excessive weight loading, is a known problem. Total weight of the device, including accessories and pt, exceeding 115 kg may, under certain circumstances, cause cracks in the plastic legs' base and damage to the base electric elevator mechanism. Conclusion: we have an open CAPA to address this issue. The corrective action, informing the users of the maximum weight for the cosycot infant warmer and to inspect the bases of their cosycots, is expected to be completed by end of may 2008.